Manufacturer narrative:
The occlusion alarm was verified in the pump logs and failure was confirmed during functional testing. However, occlusion investigation could not be conducted on the cartridge, as the cartridge was not returned.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an occlusion alarm occurred. There was no reported impact to the customer's blood glucose level. As the occlusion alarm had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusion. Reportedly, the customer changed out all supplies and resumed insulin to resolve the occlusion.